Manufacturer narrative:
The customer¿s report of a broken off tip was confirmed. Visual inspection of the set noted the tip of the male luer was broken off. The broken off tip was lodged within one of the two female ports of the stopcock. Visual inspection under magnification of the male luer and stopcock components observed no markings around or obvious damages or issues. Further inspection of the broken luer tip areas observed whitish colored stress markings at the corresponding areas of breakage. This is likely evidence of excess force being applied. Functional testing was not performed due to separation. The root cause of the break is due to an outside force on the male luer as indicated by the observed stress marks at the break site. The root cause of the outside force could not be determined.

Event description:
This file was created for an unspecified tubing issue in which patient and event information were not provided. Although requested, there is no further patient or event information available.

Manufacturer narrative:
Additional information provided:date of event, description of event or problem, report source, adverse event problem & medical products & therapy dates.

Event description:
This file was created for an unspecified tubing issue in which patient and event information were not provided. Although requested, there is no further patient or event information available. Updated event information from customer; "the line was found to be leaking during. Upon inspection it was discovered that (the) tip of the line had broken into (to) stopcock". The customer further confirmed that there was no significant delay in care nor any patient harm as a result of this event.